Event description:
Baxter affiliate reported the homechoice cycler did not elicit a "low drain volume" alarm when the pt drained out less than the initial drain alarm setpoint of 1600mls. At the start of apd therapy, the home pt (hp) suspected that there was a residual volume of fluid as high as 1800mls within their peritoneum. As a result, the hp temporarily changed the I- drain alarm from "off" to "1600mls" when the device prompted the hp to "verify I-drain". After the 1600mls was accepted by the device as the temporary alarm setpoint, the hp initiated apd therapy. During the initial drain the hp did not drain and the cycler advanced from the initial drain into fill 1 without alarming. The hp then pushed the "stop" button immediately and attempted a manual drain, however, no fluid was drained. Baxter global affiliate reports that the hp went to the hospital the following morning, however, the purpose of the hospital visit was not specified. The baxter affiliate has stated that there was no pt injury or medical intervention as a result of this incident.